Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler was able to fire but the clamp had jammed at the time of stapling. The green button was able to be pressed, but the handle cannot be squeezed. The patient status was reported as ok.